Event description:
It was reported that the customer experienced resistance during the fill process. There was no reported adverse impact to customer's blood glucose level. The customer changed the syringe needle and cartridge and was able to successfully resume insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.